Event description:
It was reported that the patient was injured, requiring further intervention. A leveen? Standard probe was selected for use in an ablation procedure. During the procedure, roll-off was never achieved, which prolonged the procedure. The patient was discharged from the hospital on the same day. On (B)(6) 2026, 8 days after the ablation procedure, the patient presented to the hospital with pain, fever, and elevated white blood cell count. The patient was admitted to the hospital and computed tomography (CT) imaging revealed new right pleural fluid and possible liver abscess. The patient was diagnosed with sepsis around the diaphragm. The physician believed that the prolonged ablation resulted in damage to the diaphragm. The patient was put on antibiotics to treat the sepsis. On (B)(6) 2026, the patient was discharged from the hospital and stable at the time of reporting. The patient was scheduled for repeat imaging, but it had not yet been performed.